Event description:
The customer contacted stryker to report that their device therapy cable was damaged. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customers device and was able to verify and duplicate the reported issue. Stryker replaced the therapy cable and connector to resolve the issue. The device passed functional and performance testing and was returned to the customer for use.